Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, post deployment following post dilatation with a non-compliant balloon catheter, the stent was noted to be deformed. No patient complications were reported.